Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen error. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
An evaluation was performed by a service engineer (se); however, no details were noted in the evaluation, that a touchscreen issue was confirmed. A follow up was performed with the se, and did not report any issues regarding the touchscreen. No further actions were performed for the alleged issue. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.